Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was concerned of high blood glucose levels. It was reported that the customer's insulin pump had a crack on it. The customer conducted a self-test on it and passed. The customer's blood glucose was 378 mg/dl. It was reported that the customer states hospitalization due to their high blood glucose levels. The customer was taken off the pump and treated with injections. The customer declined high blood glucose trouble shoot. Customer was informed the device would need to be replaced and returned.